Event description:
The service and repair department documented that a sales consultant reported a tensioning device would not open to accept the cable during an open reduction internal fixation procedure to treat a peri prosthetic fracture of the left femur. Another device was available and was used to complete the procedure. No reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service history review was conducted. The report indicates no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 20-jan-2005. The source of the manufacture date is the release to warehouse date. A manufacturing investigation was conducted. The report indicates that (B)(4) manufactured the cable tensioner, p/n 391.201, and lot number p309757 on po #483728 (37 pieces) dated january 20, 2005. Initially, the part conformed to the synthes incoming final inspection sheet #391if201, revision ¿f¿. The product was released to the warehouse on january 20, 2005. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The cable tensioner was made to the synthes drawing p/n 391.201, revision ¿f¿, released on august 28, 2003. Due to an unknown cause, it was reported that the service and repair department documented that a sales consultant reported a tensioning device would not open to accept the cable during an open reduction internal fixation procedure to treat a peri-prosthetic fracture of the left femur. The supplier stated that upon receipt, ¿visual inspection found that the nose piece of the tensioner assembly was missing¿. Investigation by the supplier showed that ¿the nose piece of the tensioner assembly was missing, which is a critical component to the function of this device. This device was manufactured to a previous revision, prior to having the nose welded to the assembly. The DHR review confirmed that this device met specification prior to shipping.¿ based on the evaluation at the supplier, the complaint condition is confirmed but is not manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.